Event description:
Patient presented to infusion today to have fluorouracil pump removed. Upon inspection, it was noted that the inner membrane part of the medication bulb was bulging on one side. We were unable to determine if the bulging portion inner membrane is filled with a fluid or just air. Provider notified. Pump was removed from patient.